Manufacturer narrative:
According to the facility, on (B)(6) 2025, the foley catheter was placed for one night, and there was "stool intrusion in the sample port." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, the foley catheter was placed for one night, and there was "stool intrusion in the sample port."

Manufacturer narrative:
Updated h3: device evaluated by manufacturer. Updated h6: type of investigation (b)- photos of devic.e. Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).